Manufacturer narrative:
A titan pump was received for analysis. A separation was observed in the pump body. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. Not all functional testing was able to be performed due to the condition in which the device was received. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the site of separation indicates that sufficient stress(s) may have been exerted on the pump body to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the device stopped working and a tear in the pump near the deflate bars was noted by the physician during replacement surgery.